Manufacturer narrative:
Reporting address line 1: no. (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the operational check failed. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer only. Based on the information provided, the operational check was performed again and the device was confirmed to be operating per specifications. A review of the service history for this device shows that the problem has not been reported again for this device. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The operational test was performed again resolving the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.